Manufacturer narrative:
The customer mentioned that the instrument had been giving hydro errors occasionally. The customer did not specify the error. The customer requested service.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak on unicel dxc 600 pro synchron clinical system. The customer noticed a hissing sound from the instrument and found water spraying by the waste sump but was unable to determine the source of the leak. The customer stated only a couple of teaspoonful of liquid leaked. No operator exposure was noted and there was no effect to patient or user.